Event description:
A (B)(6) year old male undergoing a transesophageal echocardiography (tee). Approximately 3-4 minutes after the procedure began, the patient's spo2 dropped to 70s and hr down to 30s. It was then noted that the ambu-bag had become disconnected from the wall regulator. The oxygen was reconnected and the patient was ventilated via ambu. 10 mcg epinephrine administered and the tee probe was removed. Code blue was called pea arrest. CPR/acls initiated with rosc after approx 2-3 minutes. Procedure was abandoned. The patient was admitted to cardiovascular ICU and placed on vent. Per intensivist consult note "precipitating cause suspected to be hypoxia as oxygen found to not be connected." This report is submitted at the request of the vp of quality & safety due to the tubing which has a graduated attachment can become easily dislodged from the o2 regulator thus causing this type of event. In review with the staff involved, there was no identification that anyone pulled on the tubing causing the dislodgement. The o2 regulator was located behind the crna managing the ambu-bag thus it was not immediately recognized.